Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a critically stenosed lesion in proximal left anterior descending (lad) with calcification. The 4x33 xience skypoint stent delivery system (sds) was advanced to the target lesion and the stent was attempted to be deployed; however, the stent would not fully expand and was noted to have partially expanded for 1 mm at both ends of the stent. The shaft of the sds was also noted to have fluid leakage. Another xience skypoint sds was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and functional analysis was performed on the returned device. The reported activation failure and leak / splash was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Analysis of the returned device observed a tear on the shaft which likely contributed to the reported leak and subsequent activation failure. As there was no damage noted to the device during the inspection prior to use and there was no indication of leak during preparation for use, the investigation determined that the reported difficulties appear to be related to circumstances of the procedure, as it is likely that inadvertent mishandling resulted in the observed tear. Thus, resulting in the reported / noted leak and activation failure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.